Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back reporting the same issues, shocking and no symptom control. They mentioned they had an appointment with a rep in march to discuss their issues, but the appointment had been cancelled. The stated that it had been 2 months and they were not sure why it hadn't been rescheduled. Patient confirmed the shocking issues were resolved/wore off, but when they had it was down their back and in their left leg. They couldn't sleep or walk for 3 days. They also stated the device had not been doing anything for their symptoms. They stated that they lived in the bathroom and they were constantly changing their pads. They stated they didn't get an urge, but when they stood up or moved they started to urinate. The also mentioned they took a water pill every other day and 15-20 minutes later they would have to change their pad because they were totally wet. They stated that it took 5-6 hours before they could regulate their issues with the pill. They stated that they had changed settings several times, they had increased the day of the report form 3.3 to 3.5, but they did not want to make any more changes until they were seen. It was noted their healthcare provider couldn't do anything due to the covid-19 pandemic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient called back and reviewed the same information that was reported in the last two calls (B)(6). The patient said that when she took the water pill, she was going constantly and not making it in time to the bathroom. The patient said that she took one water pill every other day and said that the days that she didn't take the water pill she didn't have the bladder control issues. The patient wanted to switch programs. She said she was currently on p1 and wanted to switch to p2. Patient services reviewed instructions and the patient successfully switched to p2 and adjusted settings. The patient did not think it was helping. She was redirected to contact both her managing healthcare provider for implant regarding bladder medication as well as heart doctor to ask for any suggestions/tips to the water pill to minimize bladder control issues. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they were supposed to meet with a rep today but it was canceled due to all the schools being closed and the doctor's office having issues. The patient stated that the stimulation issues was like an electrical shock through the back of the spine and down the leg. They couldn't sleep and they were sleeping in a recliner not sure how or what had happened. They are afraid to reconnect the thing. It never did anything great to begin with for their symptoms either. The patient confirmed that they are rescheduling the meeting with the rep, but for now that is the only action that has been taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they haven't used their stimulation in the last month because they were having a lot of dental work (root canal, extracted tooth, lots of medication and rinses). The morning of the initial report, they went to put new batteries in their patient programmer (pp) and use stimulation. They reported that they are usually on 2 or 3, but they had to put it up to 4 to feel something. They also said they didn't feel stimulation in the normal place and noted they were feeling stimulation on their left side in line with the lead (implant is on the right). They also said stimulation was causing pain, they can't walk, and they are limping on their left leg. The patient decreased stimulation, but still had pain. They added that they took acetaminophen and didn't have any falls or accidents. As a result of what was reported, they were redirected to their healthcare provider (hcp) to determine what they should do. No further patient complications have been reported as a result of this event.